Manufacturer narrative:
Eval: results: based on product requirements, the ipg's physical dimensions were found to be within specifications. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg in the left buttock on (B)(6) 2008. It was reported that the pt's ipg was replaced with a smaller model due to discomfort at the pocket site. The explanted device was returned to the MFR for analysis. F/u on the pt found that he is recovering well.